Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: investigation revealed the display to be dim and discolored. The bolus button cover was missing. (B)(6).

Event description:
Investigation revealed the display to be dim and discolored. The bolus button cover was missing. This report is made based on results of the investigation performed on (B)(6) 2017.